Manufacturer narrative:
Additional information received for this event on 6/3/2022. Patient had two traumatic events (injured from riding a scooter and then stepped in a pothole) which led to the revision surgery. Therefore, this manufacturer report number: (B)(4) is considered no longer reportable since the adverse event was caused by the traumatic events and there´s no alleged deficiency against the devices. Please void this report.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, revised for broken loose tibia and femur easily removed.